Event description:
Patient became septic so, the surgeon took the patient back to the operating room for an abdominal washout and diverting ileostomy. Patient continued to deteriorate until his family made him comfort care and he passed away.